Manufacturer narrative:
A partial lead with the distal tip measuring 57.2cm was returned for analysis. Internal insulation abrasion was noted at 30.0-30.7cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 26.2-26.4cm and 29.1-29.2cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.4-6.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 27.7-29.3cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.7-6.0cm from the distal tip. The re conductors were separated and melted at these locations, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the office for a normal device changeout, right ventricular lead noise was observed. The lead could not be tested due to the device battery reaching end of life. No other electrical anomalies were reported. The lead was extracted and replaced. No further information is available.